Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Instructed to connect the monitor directly to the digital visual interface port instead of the boom, and issue resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty boom digital visual interface cabling or digital visual interface adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center was not getting a video signal from the digital visual interface and the digital visual interface signal it seems as it is flickering. The issue occurred during set up. There were no reports of patient involvement.